Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was being implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the surgeon implanted and anchored the lead as usual with the included bumpy anchor. After firing the anchor, she noticed that she could still move the lead within the anchor. Cause was not identified. There were no external contributing factors. No troubleshooting was performed. A different model of anchor was used to fixate the lead instead. The surgeon left the original anchor on the lead because she did not want to risk pulling/dislocating the lead while removing it. The issue was resolved. No surgical intervention occurred, nor was planned. Patient was alive with no injury.